Event description:
It was reported that "pulmonary artery was perforated by the catheter during use in the cardiovascular internal medicine." The customer commented that the cause of this event was unlikely to be device related, however, they felt the body of 831hf75 catheter harder compared to d750hf75 which they had used in the past. Additional information confirmed that "the patient was female. The location of perforation was right pulmonary artery. Catheterization was performed in the cath lab and the patient was returned to the ward with the catheter inserted. Right middle lobe or lower lobe looked white on the chest x-ray taken in the ward and it was found that the catheter was inserted too far. The catheter was removed slowly with cardiac surgeon or anesthesist standing by and it was able to be remove without any bleeding. The patient seemed to be recovered without any complications as (B)(6)2011." Additional follow-up established that "the patient was taken to the hospital due to acute myocardial infarction (ami) on (B)(6) 2011. Percutaneous coronary intervention (pci) was performed on the same day. Bleeding from the right lung was observed."

Manufacturer narrative:
Comments from the physician were received regarding this case. It was the physician's opinion that the indwelling position of the catheter was too deep and allowed the tip to migrate "when the flexure was stretched over time". The physician was new to the use of this swan-ganz model number; he was used to a different model and felt the flexibility of the catheters was different. The physician also commented "there are possibilities for all the swan-ganz catheters that the same event would occur". The swan-ganz instructions for use does list perforation of the pulmonary artery as a potential complication associated with the use of this catheter. Factors associated with the development of fatal pulmonary artery rupture during the use of flow-directed balloon-tipped catheters are pulmonary hypertension, advanced age, cardiac surgery with hypothermia and anticoagulation, and distal catheter tip migration. Review of the available information suggests that procedural factors likely contributed to this event. No device malfunction is identified. No actions will be taken at this time.

Manufacturer narrative:
The lot number was not provided; therefore, a device history record review could not be performed. It was confirmed that the device was discarded at the hospital and will not be returned for evaluation. Without the return of the product the complaint could not be confirmed, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time.

Manufacturer narrative:
It is anticipated that the device will be returned for evaluation. A supplemental report will be sent with the investigation results.